Event description:
Clinic had problem with several procedures where fistual connector to the bloodline would crack and leak. The defective samples with tubing were cut off from the conncecting bloodlines. The clinics were vague with the lot numbers. The lot number feedback is from the products that were on the clinic shelves.